Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient fell and led to breakage of the hipstar implant. Relevant procedure-related factor to cup malposition in a far medialized position.

Manufacturer narrative:
An event regarding crack/fracture of a hipstar stem (pr (B)(4)) was reported. Shell malposition was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: the mar concluded that the stem fractured in fatigue with the fracture propagating from the lateral surface to the medial surface. Discoloration, intergranular fracture morphologies and an indentation on the lateral surface were observed at or near the location of fracture origin. This is potentially due to contact with a surgical tool. Burnishing, scratching and third-body indentations were also observed on the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the initiating event for the hipstar neck fracture was reported as a patient fall although the mar report concludes about presence of a fatigue fracture in the stem neck. This would suggest that the neck fracture has an underlying problem with chronic overload. We should be aware that a patient fall hardly if ever causes a hip device fracture, the device metal is much stronger than the bone around. Due to the wedge shape of the usual stems, either a periprosthetic fracture or a dislocation occurs after a fall, depending upon the position of the hip during the event. From this, we may conclude that at first the stem neck fractured through the reported fatigue and then caused the patient to fall because after such a neck fracture there is immediate loss of ambulation stability. The next question may be what the cause of the fatigue fracture could have been. The answer is to be found in the cup position, far medialized in the acetabular bone, with the lower cup rim at least some 2-cm recessed within the acetabular circumference. Such cup medialization causes the femoral bone to approach the pelvic bone, both on inferior and superior side of the cup and contribute to bony and/or device impingement. The protruding bone around the cup periphery detracts from the effective movement space for the hip arthroplasty and then presents an impingement risk. Cup inclination and anteversion appear within adequate range although there is no lateral x-ray available for cross check of anteversion. The cause for the medialized cup position has to be found in the protrusio acetabuli deformity that was present prior to arthroplasty. This is a type of osteoarthritis where the wear causes the central acetabular bone to disappear with the femoral head disappearing in the acetabulum. Consequently the acetabular cavity is much deeper than the usual cup geometry is able to fill. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusion: an event regarding breakage of the hipstar implant and cup malpositioning was reported. The material analysis reported concluded that the stem fractured in fatigue with the fracture propagating from the lateral surface to the medial surface. Discoloration, intergranular fracture morphologies and an indentation on the lateral surface were observed at or near the location of fracture origin. This is potentially due to contact with a surgical tool. Burnishing, scratching and third-body indentations were also observed on the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy. The medical review concluded that cup malposition in a far medialized position has contributed to bony impingement in the arthroplasty with fatigue build-up in the stem neck area until a fatigue fracture occurred exactly at the level of peak overload causing the patient to fall and requiring revision surgery. No further investigation for this event is possible at this time. Further information including lateral x rays, patient details, device details, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. If additional information become available, this investigation will be reopened.

Event description:
Patient fell and led to breakage of the hipstar implant. Relevant procedure-related factor to cup malposition in a far medialized position.